Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reprocessing process at the user facility deviated from the process recommended in IFU, a broken piece of rubber material such as an injection tube which is an accessory of the device, or a silicone rubber product which are used in endoscopy room was lodged in the nozzle. Staff at the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. Reprocess manual states on insufficient reprocessing as follows: "1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " IFU also states to use a/w nozzle cleaning adapter in order to prevent nozzle clogging as follows: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The event date is (B)(6) 2021, when the foreign material was noted to be protruding the channel.. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Oekg provided investigation images that showed the blockage protruding from the outlet pipe. Oekg reported that the contamination appeared to be a black rubber type material. Oekg reported that previous investigations indicated that this fault was typically a result of user handling. The oekg investigation concluded that the contamination did not originate from the olympus endoscope. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the scope failed and would not go through the washer and low water flow was noted. The scope had been previously used in a procedure and the doctor also, observed the low water flow during washing. The intended procedure was completed and there was no patient injury. The scope was returned to for evaluation and found foreign material protruding from air/water nozzle causing a low water volume, which is considered a reportable malfunction.